Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The issue was with reaming the cup, the post-op x-rays have the cup much more superior and medial than we planned. So, we are trying to determine what the cause of that issue could have been.

Manufacturer narrative:
Reported event: an event regarding inaccurate reaming involving a mako tha software was reported. The event was confirmed. Method & results: product evaluation and results: review of the case session files noted the following: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. There are two issues which may be confounded: a) not following the bone registration pattern for the acetabulum extra-articular surface, resulting in a high 0.74mm rms average surface distance for pelvic bone registration. B) over-resection of the acetabulum, to which the high rms bone registration may have contributed. The root cause of rms error 0.74mm for bone registration is not following the recommended acetabulum extra-articular surface point pattern. The points were captured superiorly and medially of the expected pattern. Suboptimal bone registration may have resulted in deep impaction. Over-resection may be prevented by multi-stage reaming, instead of single-stage reaming, and by allowing the robotic arm to perform cutting without pushing the arm off course. It is important to capture surgical results or checkpoints following reaming and impaction to confirm integrity of the arrays. There is no indication of system or software malfunction. Clinician review: a review of the provided medical information by a clinical consultant indicated: the mako plan demonstrates correct placement of the tha with matching centers of rotation of the femoral head. The post op x-ray shows the acetabulum to have been placed in markedly superior and medial position. Incorrect component positioning in a mako assisted tha is confirmed. The root cause of this incorrect positioning cannot be determined from the documentation provided. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n: 219999, robot number: (B)(6) shows no other similar complaints for tha software - inaccurate reaming. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.